Event description:
Sorin group received a report that the touch screen of the scpc was intermittently responding. There was no pt involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the stockert centrifugal pump console. This incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The touch screen was returned to sorin group (B)(4) for evaluation. Analysis of the touch screen found an intermittent electrical problem at the kapton-tail connection. The root cause for the issue could not be determined. No further action is deemed necessary.